Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 360 mg/dl. The customer was experiencing unexplained high glucose for two days. The customer stated that the cannula was bent and did not change the infusion set because she was out of supplies. Troubleshooting was declined. Advised the customer to call back if further assistance is needed. No further information was provided.